Event description:
It was reported that a patient elected to have revision surgery to a non-chargeable battery due to frequent charging. No patient complications were reported. The patient is doing well post-procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.